Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser system burned the retina during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, a footswitch was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2011. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed the cable appeared to have kinks along its length. The footswitch was then connected to a calibrated system for functional testing. Functional testing found no problem with the footswitch as each button activated the appropriate function and no buttons were found to stick or not respond when pressed. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).